Event description:
During a follow-up in clinic, episodes of a loss of capture and oversensing were observed on the right ventricular (rv) lead due to a microdislodgement. Rv lead revision is anticipated. The patient was stable.